Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed, and the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads were explanted due to a system upgrade. The leads were returned to the manufacturer, analyzed, and subsequently tested out of specification. No patient complications have been reported as a result of this event.